Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: tlh. Event description: the instrument was used with a 6mm reusable trocar during a laparoscopic procedure. Fragments of the isolation possibly remained in the abdomen. Intervention: device replacement. Patient status: patient is alright.

Event description:
Procedure performed: tlh. Event description: the instrument was used with a 6mm reusable trocar during a laparoscopic procedure. Fragments of the isolation possibly remained in the abdomen. Intervention: device replacement. Patient status: patient is alright.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the device key. Visual inspection confirmed the complainant¿s experience of insulation fragmentation. The outer diameter of the shaft was measured in multiple sections, with all measurements meeting specifications. Based on the condition of the returned unit, it is likely that the reported event was caused by the shaft being dragged excessively against the edge of the trocar during removal. Applied medical¿s instructions for use (IFU) states, ¿use caution when passing the device through the trocar port to avoid possible patient injury and/or device damage." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.